Event description:
The disposable loading unit was used with an auto suture ta premium 55 instrument during a low anterior resection procedure. Reportedly, staples were not present in the cartridge. The surgeon had to perform a colostomy to correct the condition. The hosp has reported that the pt's condition is satisfactory.